Event description:
It was reported that the superior vena cava (svc) coil impedance alarm sounded for high impedance. It was also reported that the svc impedance was varying and periodically changed abruptly. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.